Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic post receiving a patient notification alert, device back up vvi mode was observed. A device download was performed successfully restoring the device back to normal function. The patient was stable prior, during and post device interrogation and will continue to be monitored.